Event description:
While dentist is working on tooth #15, the pt's lower lip was burned.

Manufacturer narrative:
The pt was applied ice to the lip. Pt said it did not hurt. He did not want anything ointment or medication. During evaluation of the handpiece was found that the bearings were gritty causing to heat up during use. Further findings: dented / damaged head in several spot around the backup. Backup stick in sometimes which interferes w/bearings. Dented head at 12:00 o'clock near spray plate. Head heats up quickly.